Manufacturer narrative:
Additional information: doctor stated that this was a limb salvage case with extremely calcified vessels. Difficulty crossing with everything they tried. Stated the balloon ruptured and a piece was unable to be snared so the doctor stent the vessel with a coronary stent. Doctor stated that the issue caused no issue to the patient and definitely was not a life-threatening event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A physician attempted balloon blockage in atherosclerosis of lower extremity using a 3x150x150mm nanocross pta balloon. The balloon broke and was left retained in the anterior tibial artery. Physician attempted snare techniques, and guidewire twist techniques to remove retained balloon portion. The non-medtronic guidewire also broke during the twist technique. Physician was able to snare the wire for removal. The broken balloon was tacked to the vessel wall via stenting.